Event description:
During a tips (transjugular intrahepatic portosystemic shunt)procedure, the sheath frayed and became lodged in a vein in the patient's chest. Chest x-ray indicates foreign body. Tiny ring-like opacity projected over the right side of the mediastinum.